Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced unspecified abnormal heart rhythms. The patient reportedly had a recent episode where their heart rate was below the cardiac resynchronization therapy defibrillator's (crt-d) programmed pacing rate and the patient had blood pressure issues. The patient's physician was unaware of the reported episode and could only confirm normal device function per their most recent record from two months prior. The device remains in use. No further patient complications have been reported as aresult of this event.